Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic biliopancreatic surgery, on the pancreas, the stapler was not able to fire and lead to failure to suture when the pancreatic tissue was removed, resulting in bleeding. They replaced with the new product of the same model to complete the case.